Manufacturer narrative:
Insulin pump alarms after battery installation and power error while pump being monitored, high sleep current and insulin pump error during self-test due to internal battery connector not fully connected. After reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Device received with minor scratched display window, case and keypad overlay. Device passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for pump error. No further information provided.